Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty removing the pump¿s cartridge connector for about a month, with the connector remaining attached after initiating the change cartridge and tubing steps and rewind; during guided troubleshooting, aligning the connector¿s flat fin to 9 o¿clock, turning left, and pulling with tubing attached enabled removal, indicating a use of device problem involving an unspecified component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the event was associated with use of device problem with the component not otherwise specified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.